Event description:
It was reported to boston scientific corporation that a radial jaw 3 pulmonary biopsy forceps was used during a bronchoscopy procedure performed on (B)(6), 2011. According to the complainant, during the procedure the biopsy forceps would not close to take a biopsy. The procedure was completed with another radial jaw 3 pulmonary biopsy forceps there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed

Manufacturer narrative:
A visual examination found that the device returned with no visible issues. Functionally, when actuated, the jaws opened within specification, but failed to close properly; the unit lacked tension on bite. Further analysis revealed that the wires were not properly attached to the hypotube within the handle. The condition of the returned incident device was consistent with the complaint that the forceps jaws would not close. The evaluation attributed this condition to the wires being improperly tensioned. Therefore, the most probable root cause is manufacturing. An investigation is underway to address tensioning issues. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 pulmonary biopsy forceps was used during a bronchoscopy procedure performed on (B)(6), 2011.according to the complainant, during the procedure the biopsy forceps would not close to take a biopsy. The procedure was completed with another radial jaw 3 pulmonary biopsy forcepsthere were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.